Event description:
The device was used during a cholecystectomy procedure. Reportedly, the clips did not load properly and prefired. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/22/1998- supplemental report sent to FDA. Additional date entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The instrument was fully fired that prohibited a functional testing, however, it was found that the interlock was properly engaged and there were no visual abnormalities.